Event description:
It has been reported to philips that the generator is busy and no x-ray generation was possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing diagnostic procedure. The philips field service engineer (fse) inspected the system onsite and identified that the x-ray was not possible as there was generator error. Review of system log file shows x-ray generator errors, grid switch errors and arcing which confirms the reported malfunction. Upon troubleshooting, the field service engineer (fse) discovered a crack and damage in the tube cover. The philips engineer proceeded to replace the x-ray tube, hivo unit in the high voltage generator, rubber profile tube cover, and tube cover & sensor mrc g2. Subsequently, the engineer calibrated the tube yield, checked the image quality, ensured electrical safety, and radiation safety. The defective x-ray tube was returned to philips for further analysis, which confirmed the grid switch failure and identified a partial short circuit of the small filament in the tube, with no failure in the grid switch electronic. It was noted that grid switch failure is a common wear and tear failure mode of an x-ray tube at the end of its lifetime. Following replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.